Event description:
Customer stated that the meter is not testing right. They stated that their family member received a reading of 18mg/dl which they know is not right. Review concluded that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The contact was invited to call 24/7 with future questions/concerns.